Event description:
General report received of an unspecified number of undocumented incidents of air in the line distal to the solusets. The tubing sets are used to deliver unspecified antiemetics. The customer contact reported that after the solusets empty, air is noted in the tubing distal to the solusets. The solusets are then refilled with solution. The customer contact reported a small amount of air remained in the tubings and was delivered to the patients. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received. Investigation is not completed.